Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. (B)(4) device was received for evaluation; the event was confirmed during testing. (B)(4) device was found to be affected by a loose component. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes (B)(4) malfunction event, in which the device disassembled. There was no patient involvement; no patient impact.